Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) due to noise during a surgical procedure. This ICD remains in service. No adverse patient effects were reported.